Manufacturer narrative:
Additional manufacturer narrative: additional information was received from the customer and the following section was updated.

Event description:
It was reported that this patient with a bioprosthetic porcine mitral valve was being considered for a valve-in-valve procedure after an implant duration of seven (7) years, 11 months due to mitral stenosis and regurgitation. However, the nurse has reported that the patient will not have a valve-in-valve procedure. The patient has decided on hospice.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a bioprosthetic porcine mitral valve is being considered for a valve-in-valve procedure after an implant duration of seven (7) years, 11 months due to stenosis and regurgitation. The procedure has not been scheduled at this time. No additional information was provided.